Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2019; explant date: (B)(6) 2025. Brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2019; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), was removed due to an issue with the original device. The wires of the implantable neurostimulator were not working properly, leading to its replacement. Subsequently, a spine infection occurred after the replacement of the implantable neurostimulator.

Manufacturer narrative:
Analysis information pli# 10 product ID# 97715 analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Analysis information pli# 20 product ID# 977a275 the lead was returned segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Analysis information pli# 30 product ID# 977a275 the lead was returned segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: lead; product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type lead product ID 97791, product type: accessory; product ID 97791, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Eol, normal battery depletion was noted for the ins. The leads and ins were returned to manufacturer.